Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported hard ware error.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware failure. Dexcom technical support advised patient to restart device (B)(6) 2014.